Manufacturer narrative:
H.6. Evaluation-other: smiths medical asd, inc. Is unable to perform a thorough investigation without the return of the actual sample involved. However, add'l questions have been forwarded to the facility to try and determine a cause for this event. A review of the complaints database shows that there have been no similar reports on this product line. The disposable is 100% checked for leaks at the MFR before final processing. Due to no other reports this issue is not considered part of a trend. If add'l info is received other than what has been reported, then a follow up report will be filed.

Event description:
User alleges that there was a split in the disposable which resulted in blood getting into the reservoir.